Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the hypotube is intact. The pull wire is still located in the capture feature of the distal detachment tip (ddt) and the coil is completely detached. There are two kinks in the proximal end of the hypotube approximately 16.0cm and 46.5cm from the proximal end of the pusher wire. Conclusion: the complaint has been evaluated. The complaint indicates that the coil unintentionally detached inside the microcatheter, but the coil was able to be pushed inside the treatment vessel successfully. The pet lock is still intact, indicating that the coil was not detached using the handle. During evaluation of the pusher, the ddt i.d. And the pull-wire o.d. Were measured, and both parts are within specification. It appears that the force used exceeded the strength of the ddt mechanism that holds the coil proximal constraint ball in place. This allowed the constraint ball to release from the ddt without breaking the coil. This can occur after manipulating the coil in the patient and pulling against resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was being treated for extracranial vertebral fistula with penumbra 400 coils. Two coils were successfully delivered. While attempting to deliver the third coil, the coil did not detach because of some loops protruding in the proximal part of the vertebral artery. It then detached in the catheter and was delivered to the correct position by pushing it forward with pusher assembly.